Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found extra coil in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal distension ("bloating"), autoimmune disorder ("autoimmune disease"), arthralgia ("joint pain") and tendon disorder ("tendinopathy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, arthralgia and tendon disorder outcome was unknown, the pelvic pain and abdominal distension was resolving and the autoimmune disorder had not resolved. The reporter considered abdominal distension, arthralgia, autoimmune disorder, device dislocation, pelvic pain and tendon disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('found extra coil in abdomen'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced, arthralgia ("joint pain") and tendon disorder ("tendinopathy"). On an unknown date, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal distension ("bloating") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The pelvic pain and abdominal distension was resolving. And the autoimmune disorder, arthralgia and tendon disorder had not resolved. The reporter considered abdominal distension, arthralgia, autoimmune disorder, device dislocation, pelvic pain and tendon disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.